Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of shoulder cuff suture, after insert the anchor, when remove the shaft, noted anchor removed with shaft, could not detach the anchor and shaft. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The device was received and evaluated. Visual observation revelated that the anchor was broken near the distal part but is held in place in the shaft. Also, the suture card was not in place. Finally, the cover handle was missing. No anomalies were found in the shaft. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the device received, this complaint can be confirmed. No additional information was provided about details of the procedure; therefore, a definitive root cause could not be determined. The possible root cause of anchor breakage can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, insert the healix peek anchor into the hole created by the awl while maintaining the same axial alignment and rotate the healix peek inserter handle in a clockwise direction until the etched depth marking on the handle shaft is flush with the bone. Inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the anchor on the 4.5 healix peek anch.w/ocord device could not be detached from the shaft after insertion. During in-house engineering evaluation, it was determined that the anchor was broken near the distal part but was held in place in the shaft. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.